Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was completed for sub-assembly #008664bjf lot 8327696 and sub-assembly #008664bjf lot 8269671 at acam04 machine used in claimed lot 8351727. The batch was analyzed for ¿damaged component¿, ¿needle tip penetration¿, ¿catheter tip penetration¿ and ¿drag catheter test¿, and it was not evidenced results of these tests out of specification and no other records were found that could clearly lead to this complaint.

Event description:
It was reported that bd angiocath¿ IV catheter and adapter separated. This was discovered during use. The following information was provided by the initial reporter: on february 8th, the left radial artery of the patient was indwelling the arterial indwelling needle. On the afternoon of february 10th, the bedside nurse found it difficult to indwelling the tube after pumping the arterial blood, so she replaced the 3m patch. Pulled out the indwelling needle and fixed it with local pressure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter and adapter separated. This was discovered during use. The following information was provided by the initial reporter: on (B)(6), the left radial artery of the patient was indwelling the arterial indwelling needle. On the afternoon of (B)(6), the bedside nurse found it difficult to indwelling the tube after pumping the arterial blood, so she replaced the 3m patch. Pulled out the indwelling needle and fixed it with local pressure.